Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) was removed from the body. While removing the cook check flo sheath, the sheath tip contacted and damaged the intima of the left external iliac artery. This was thought to have resulted in dissection. A surgical cut down was performed and an endarterectomy was performed. The physician reported that the dcs and valve were not related to the dissection. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).